Event description:
It was reported the patient expired in 2004. No details were provided. The cause of death was unknown at the time of this report. Additional information has been requested, but was not available on the date of this report.